Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "intraoperative or postoperative bone fracture and/or postoperative pain." "Inadequate range of motion due to improper selection or positioning of components." "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-50761 and -08454 / -08455).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, loss of range of motion, tenderness and lack of mobility. Subsequently, patient was revised (B)(6) 2013. All components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from patient operative (op) notes reports patient was revised due to loosening of the acetabular component. Revision op report notes the presence of clear, blood-tinged synovial fluid; fibrous tissue; a loose stem; and black staining on the superior part of the bone consistent with metal on metal contact. In addition, op notes report that although preoperative x-rays showed the cup was tilted too vertically, it was back into anatomical position during the procedure.